Manufacturer narrative:
Concomitant products: 4524 lead, implanted: (B)(6) 2001; 402452 lead, implanted (B)(6) 2001.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. There was also an alert for had high thresholds and low impedance on the right atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.